Event description:
It was reported that the surgeon inserted a aq2010v three piece silicone lens and the lens cracked during insertion. The incision was enlarged to remove the lens and a suture was required to close it.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that the lens was torn into pieces and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.